Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator, that the patient experienced a red heart alarm, which lasted less than 5 seconds, while on the power base unit (pbu). The patient experienced a second red heart alarm, and then contacted the vad coordinator, and went to the local ER as directed. Two more red heart alarms, lasting less than 5 seconds, occured in the ER while on battery. The paitient was then transferred by life flight to the implanting center, and admitted to cvicu. Power limit advisory alarm, and an intermittent pump grinding noise then occured. It was reported two days later, that the power limit advisory alarm increased in frequency. The treating physician decided to place the patient on pneumatic support. The patient was then placed on pneumatic support using a stroke volume limiter (svl), and drive console, and is currently awaiting a heart transplant.

Manufacturer narrative:
Patient remains on pneumatic support while awaiting a heart transplant. No further information is available at this time.